Event description:
On (B)(6) 2013 patient reported having concerns with the insertion assist device. Patient stated the release button does not always release the headset when the button is pressed. Patient reported he noticed the issue 2 months ago. Patient stated 2 nights ago he inserted a headset and the release button was not working. Patient reported he did make a connection and the headset shot out across the floor. Patient is legally blind. Patient stated he then stepped on the needle. Patient reported while at the doctor for a routine appointment yesterday, he had the doctor check out his food; doctor stated the puncture looked fin and he received no treatment for the puncture. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.